Event description:
While utilizing external pacing unit - pacing unit appeared to malfunction. All leads were checked and system checked with pacing resumed by machine. Then on arrival to critical care unit, pacer alarm sounded flashing (pacer leads off). Pacer unit checked no lead problem found. Pacer exchanged and sent to biomed. Biomed found an intermittent problem with pacing cassette. This was communicated to manufacturerdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: invalid data. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.